Event description:
Caller reported a malfunction on pump, identified by a specific malfunction code that was resettable. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted caller with resetting the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to report if any issues arise again.